Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had poor hearing with the vibrant soundbridge during first activation. A transducer coupling issue is assumed and a revision surgery is being considered.